Event description:
It was reported that the patient experienced recurring incontinence with a male sling system. The sling remains implanted and a new artificial urinary sphincter (aus) consisting of a 4.0cm cuff, 61cm prb was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.